Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The reamers in the mbt revision tray are missing plastic washer to engage stem trials.

Manufacturer narrative:
Examination of the submitted devices confirmed the reported missing component. The root cause of the missing component is unknown. A complaint database search did not reveal any trend of missing "o" ring components. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.